Event description:
It was reported that during the implant procedure, there was difficulty in inserting the competitor left ventricular (lv) lead into the device header, resulting in the lv lead exhibiting high impedances. Mineral oil was utilized to assist in the lead insertion, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.